Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that a fault code 139 which is a code related to communication between the executive processor board and the power management board. The fse found the executive processor board had burn marks and a damaged capacitor. The fse replaced the damaged part and calibrated the regulators. The unit passed all functional and safety tests.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) stopped working and there was burning smell. There was no harm or injury reported.